Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0859, awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2014. A few months later, she started having problems. First, were pregnancy symptoms, then periods started been so different, it was not normal. She started been bloating, having lot of fatigue. Before having the essure, everything was good, she didn't have those problems. It was hard to get up from bed and be active. Eight months after all that, she decide to have that out of her, unfortunately had to have hysterectomy. At the time of this report she was much better. It was her back again. Her husband was happy to have her back again as her kids do. Ptc investigation result was received on 16-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bloating. She was submitted to a hysterectomy; according to her she was feeling much better after this surgery. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal gas and bloating may occur. In this case, consumer reported menstrual abnormalities and bloating after essure insertion, which improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition, the non-serious event fatigue was reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.